Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 7f sheath after an interventional procedure to treat peripheral artery occlusive disease. Reportedly, the anterior needle was found to have a cuff miss. A second proglide device was attempted; however, the cuff was still not able to connect the link (suture). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.